Manufacturer narrative:
Additional information: b5, d10 (added lot number p4d1153s for pli 40), g3, h6 correction: d10 (lot number for pli 30 should be p4d1153s) d10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p4d1153s); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p4d1153s) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic resection of rectal cancer, when the first staple detached the rectum, the handle body made a clicking sound. When the second purple staple was installed, the device did not fire. The surgeon was able to press the green button and squeeze the handle, but the device did not fire. There was no resistance when the handle was squeezed for firing. A new handle was used. After installing the second purple staple on the new handle, the device still could not fire. A third purple staple was used but there was still a problem with the firing. Another handle and reload were then used to complete the case. The third purple staple was later used and fired. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted. The articulation lever was in neutral position. During functional testing, the instrument was successfully loaded with a reload. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack at site of initial firing post clamp up and further along the firing rack. It was reported that the gear was skipping and the instrument made strange noise. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws, and attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic resection of rectal cancer, when the first staple detached the rectum, the handle body made a clicking sound. When the second purple staple was installed, the device did not fire. The surgeon was able to press the green button and squeeze the handle, but the device did not fire. A new handle was used. After installing the second purple staple on the new handle, the device still could not fire. A third purple staple was used but there was still a problem with the firing. Another handle and reload were then used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p4e1006s (B)(6) egia 60 artic med thick sulu, lot# 4d1153s(B)(6) egia 60 artic med thick sulu, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.